Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the lead would not stay in place in the neurostimulator which resulted in impedance measurements of > 4,000 ohms. A new neurostimulator was placed with resultant normal impedance readings.